Event description:
A physician reported with a description of intraocular lens (iol) was broken. The product was not applied on the patient. Additional information has been requested.

Manufacturer narrative:
The device with the lens was returned in the opened blister tray in the carton. The lens stop was removed. The plunger lock was placed onto the device for return. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The lens was located inside the loading area. The lens appeared to have been replaced into the loading area. The trailing haptic was bent into the closed-door ledge of the loading area. The leading haptic distal tip was broken. The broken distal haptic tip was located at the nozzle entry area. Based on the condition and location of the lens and plunger, this may suggest that the plunger had advanced the lens and was then retracted back to the start position. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. A broken haptic was observed in the used device. The root cause for the observed lens damage may be related to a failure to follow the instructions for use (IFU). An inadequate amount of viscoelastic was used in the device. The IFU instructs: fully insert the ophthalmic viscosurgical device (ovd) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use a company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The lens displayed slight advancement within the loading area. The trailing haptic was also extended backward similar in appearance to the position after a plunger has been retracted. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The lens appeared to have been replaced or retracted into the loading area. The plunger was retracted to the start position and the lock replaced. The plunger position in relation to the broken haptic during advancement cannot be determined. The manufacturer internal reference number is: (B)(4).